Manufacturer narrative:
The device was returned to olympus for evaluation. The internal channel of the device was examined with the use of a borescope and found scratches on the channel wall, but no foreign material was noted. The device failed the leak test due to a leak that was observed from the biopsy channel at distal end. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus was informed that there was a black material floating in the broncho alveolar lavage (bal) samples obtained with the use of a needle during bronchoscopy, and possible injury to the patient. The patient was placed on antibiotic post procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist¿s (ess) observation of the reprocessing practices at the facility. The ess visited the facility on 3/25/2016 and noted that the facility is not always performing bedside cleaning (pre-cleaning) after procedures. Recommendations were made to the staff to always perform pre-cleaning as stated in the reprocessing manual. In addition, reprocessing educational materials were provided to the staff. A follow up ess visit will be scheduled to provide the staff training on proper reprocessing. To date, the ess follow up in-service visit has not been finalized.